Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided, only the thyrotropin (tsh) result was a reportable malfunction. The initial result was 0.036 miu/ml with a data flag. The repeat result was 4.27 miu/ml with data flag. A second repeat result matched the first repeat. No specific data was provided. The initial result was not reported. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot was 17616001 with an expiration date of 09/30/2014. The field service representative found there were liquid level errors while running performance testing due to the sampling system liquid level circuit board voltage being erratic. He replaced the liquid level detection (lld) printed circuit board (pcb) and sample probe. He changed the syringe seal, reconnected the s/r probe pulley tubing, confirmed there were no visible probe leaks. He verified the voltages and ran performance testing which passed and he performed a blank cell calibration. The customer calibrated all tests.

Manufacturer narrative:
Additional information was received documenting the unit of measure for thyrotropin (tsh) was uiu/ml. A specific root cause could not be identified. Calibration and quality controls were within range. A general reagent issue was not identified based upon the data provided. Additional information for further investigation was requested but was not provided. The customer indicated the issue has not returned since the service visits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.